Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, high, out of range, high voltage lead impedance was observed. No patient symptoms were reported. No further information is available.